Manufacturer narrative:
The cause of the reported issue was determined to be fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11, and worn battery pins.

Event description:
The customer contacted physio-control to report that their device powered off on its own. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's battery, power board, battery contact pins, and battery wire harness to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off on its own. There was no patient involvement reported with the event.